Event description:
Information was received indicating that a smiths medical disposable tubing was implicated in a pump's occlusion alarm going off. The customer removed the tube and discovered that there was an occluded part. There was no patient injury reported and no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device liquid did not passed through the assembly with filter. The customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.